Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Gore received the information that two gore® viabahn® endoprostheses were implanted for this patient. Therefore gore is submitting a report for each lot reported (lot #8552301, lot #8716959).

Event description:
It was reported to gore that a patient presented with a claudication in the right leg with a stenosis/occlusion between the superficial femoral artery and the popliteal artery. On (B)(6) 2011, a gore® viabahn® endoprosthesis was implanted. On (B)(6) 2011, an acute thrombosis of the endoprosthesis was diagnosed and on (B)(6) 2012, a surgical bypass procedure was successfully performed. On (B)(6) 2012, a major amputation of the leg was performed. This incident was from a retrospective evaluation of patients (conducted by dr (B)(6)) who were treated with covered stents and bare-metal stents of occlusive disease of the femoropopliteal artery between 2009 and 2012.

Manufacturer narrative:
Additional information: conclusion codes were added.